Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the sensor was removed the cannula was shorter than normal. Customer's blood glucose level was 5.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and found sensor cannula bent inside senso. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.